Event description:
It was reported that, during thr surgery, the tip of a anthology inserter poster hard broke off while being impacted. All broken pieces were retrieved from the patient. No surgical delay was reported to occur due to this incident, and the procedure was concluded with a smith and nephew back up device. No patient harm reported to occur.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during thr surgery, the tip of a anthology inserter poster hard broke off while being impacted. All broken pieces were retrieved from the patient. No surgical delay was reported to occur due to this incident, and the procedure was concluded with a smith and nephew back up device. No patient harm reported to occur.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection confirms the strike plate on the stem inserter rod assembly broke off the device. The broken piece was returned. The device shows significant signs of wear/usage. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.